Event description:
It was reported a patient experienced and was hospitalized for sepsis coincident with peritoneal dialysis (pd) therapy. Treatment was not reported. The cause of the sepsis was not reported. At the time of this report the outcome of the sepsis event was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause was not identified. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. If additional relevant information is received, a supplemental medwatch will be filed.